Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit, cross checked with working main printed circuit board (pcb) and found that the ventilator working satisfactory. The customer determined that the main pcb needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed xdcr (transducer) fault. The reporter confirmed that there is no patient involvement associated on this event.